Event description:
The autopulse platform sn (B)(6) displayed a persistent user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was able to clear the error code 2 days in a row, but it continued to happen on day 3. Even after the error was cleared, it reoccurred several times. User advisory (ua) 19 (max applied load exceeded) error message was also observed. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform, sn (B)(6) displayed a persistent user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. According to the archive, the customer can clear the (ua) 45. However, the (ua) 45 reoccurred each time because the device was not powered off in the normal exit sequences (stop and then power off), resulting in the encoder not returning to its home position. When the encoder shaft is not at the "home" position, this triggers (ua) 45 to be displayed, as intended. The reported complaint that the platform displayed (ua) 19 (max applied load exceeded) error message was confirmed during archive data review but was not confirmed during functional testing. The reported (ua) 19 advisory message could not be replicated, and the autopulse platform performed as intended during testing at zoll. Per the archive, the load sensor detected a heavy load being applied ( 270 lbs /123kg) during the compression. The max load sum indicated loads ranging from 317 to 322 lbs were applied during the incident. The likely root cause of the reported complaint is due to the load plate detecting too much weight being applied on the platform. During visual inspection, no physical damage was observed on the autopulse platform. The archive data review indicated multiple (ua) 45 and (ua) 19 error messages, thus, confirming the reported complaints. Unrelated to the reported complaint, based on the history of the device's archive file, the device shut off several times. As a precautionary measure, the power distribution board (pdb) was replaced to help prevent reoccurrences. The platform failed functional testing due to the (ua) 45 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The admin menu was accessed manually and the encoder driveshaft was rotated to the home position. Subsequently, the platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The (ua) 19 reported by the customer could not be reproduced. The load cell characterization results confirmed both load cell modules are functioning within the specification. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, the user advisory 19 advisory message alerts the operator that the load plate has detected too much weight being applied. The ua19 error can be cleared by restarting the platform. During servicing, a cracked battery compartment was observed, and the bottom and front covers had multiple cracks in the screw well area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The battery compartment and front and bottom covers were replaced to address the damage. Also unrelated to the reported complaint, the lcd backlight was flickering intermittently during functional testing. The root cause was a failure of the processor board, likely attributed to the age of the device. The autopulse platform was manufactured in 2017 and is 6 years old, past its expected service life of 5 years. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.